Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date nine years ago, the pt began treatment with dianeal pd4 ambuflex therapy (dose, frequency, not reported) intraperitoneally (ip) for pd. On an unreported date last year, the pt began treatment with extraneal viaflex therapy (dose, frequency not reported) ip for pd. The pt experienced peritonitis and was hospitalized for the peritonitis on the same date. It was reported by the consumer that the cause of the peritonitis was "the patient's rug in the room" (further detail not provided). Treatment for the peritonitis was not reported. Concomitant therapy was not reported. Ten days after being admitted, the pt was discharged from the hospital. The pt was recovered from the peritonitis. At the time of this report, dianeal and extraneal therapies were ongoing. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritoneal dialysis nurse (pdn) clarified that the patient (pt) recently moved and her new room has a rug in it and her previous room where she lived before did not have a rug, so the pt had asked the pdn if having a rug in her room now could be the cause of the peritonitis. The pdn did not know for sure the cause of the peritonitis but reported it was likely due to a touch contamination. The pdn did not have details of the patient's treatment for the peritonitis or further details on the laboratory results as they were performed in the hospital. On an unreported date, the pt was retrained in proper aseptic procedures for peritoneal dialysis therapy. The pt uses extraneal for her last daily fill. A review of all batch record documents was performed for potentially associated lot numbers h12j08074 and h12k03024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.